Event description:
After an implantation period of approximately 7 months it was reported that high shock impedance was observed. Device & lead remain implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.